Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. It was mentioned that the physician and the patient noticed that the ipg was moving too much in the pocket. The patient underwent a pocket revision procedure. The patient's ipg was more stable and the patient was reportedly doing well postoperatively.